Event description:
It was reported that the user experienced hyperglycemia with blood glucose values in the 200 mg/dl, including a high of 286 mg/dl, after a recent infusion set change while using the ilet with a contact detach 23", 6 mm set; the user observed no leaks, noted an atypical absence of bleeding at removal with a small drop of blood on the needle, replaced all supplies, and resumed insulin delivery with values trending from 285 to 276 mg/dl. Customer care provided support that included recommendation for a full supply change. Investigation of this case revealed no device alarm conditions or visible leakage, with the event consistent with unexplained hyperglycemia following an infusion set change. Symptoms included irritability associated with hyperglycemia. Outcomes included no hospitalization and resumption of therapy after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.